Event description:
It was reported to philips that the system was stuck in a loop during start up and therefore would not boot up. There was no reported patient or user harm. A philips field service engineer (fse) replaced the host pc which returned the device to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspect the system on site and confirmed that the system was stuck in loop, stuck in startup sequence. During troubleshooting, fse reviewed the log file and found that host pc was the cause. Host pc was unable to recognize the hard drive. Fse replaced the host pc. After replacement the system was returned to use in good working order. The defective part(host pc) was returned for analysis and investigation concluded that slot one of hdd bay was confirmed to be defective. The codes were updated based on the investigation outcome. Evaluation method code was corrected.